Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled into the bottom of the cap after use. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "customer reported that all of their tubes have been overfilling for approximately the past month. Filling into the cap. Customer noted that this has occurred at two locations. Pas tech notes: this lab is experiencing overfilled citrate tubes. They have pulled random tubes from several shelf packs and most of them are overfilling, and some are close to the bottom of the cap and are acceptable."

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled into the bottom of the cap after use. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "customer reported that all of their tubes have been overfilling for approximately the past month. Filling into the cap. Customer noted that this has occurred at two locations. Pas tech notes: this lab is experiencing overfilled citrate tubes. They have pulled random tubes from several shelf packs and most of them are overfilling, and some are close to the bottom of the cap and are acceptable".

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for draw volume with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and draw volume was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.